Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative reported a colleague infusion pump that had a speaker test failure. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no information regarding patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with "speaker test fail" was not confirmed or duplicated by baxter service personnel. Quality engineering has reviewed the service evaluation and has determined that failure code 550:121:1105:0000, found in the event history, will confirm the condition. The root cause of this condition was determined to be a user error during the speaker test. No repair was needed to correct this condition. This device is a remediated colleague pump with a user interface module software version of 5.09.90. Additional information: a device history review revealed that during manufacturing, the device failed accuracy readings. The pump head module was replaced and the pump passed all subsequent readings. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.